Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 42mg/dl, 154mg/dl. Tests were done < 10 minutes apart with a difference of 99mg/dl. Pt did not experience any adverse events. No further info has been reported. Note- in the potential medical tab there was a reading of 41mg/dl. So if it was 41mg/dl the difference would be 100mg/dl.